Event description:
Approximately 2 hrs into total parenteral nutrition infusion, pump malfunctioned and would not infuse. Display screen was blank except for horizontal lines. Total parenteral nutrition infusion was interrupted and remainder of infusion was via gravity. Pt received 800 ml out of 1000 ml of total parenteral nutrition that night.